Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions. Adhesions is listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - patient was diagnosed with a uterovaginal prolapse, cystocele and enterocele. The patient underwent an abdominal hysterectomy, abdominal sacrocolpopexy with implant of a bard flat mesh, enterocele repair and cystoscopy. Of note, the medical records show that the bard flat mesh was cut to proper length and then tied together. On (B)(6) 2002 - patient was diagnosed with pelvic pain and a left ovarian cyst. The patient underwent a diagnostic laparoscopy, laparotomy, extensive lysis of adhesions with left ureteral lysis and a left oophorectomy. There was no mention of the previously implanted flat mesh in the operative report. On (B)(6) 2006 - patient was diagnosed with pelvic pain, stress urinary incontinence and an ovarian cyst. The patient underwent an exploratory laparotomy with a right salpingo-oophorectomy, partial excision of "colpopexy mesh", extensive lysis of adhesions and a tension free vaginal tape procedure. On (B)(6) 2006 - patient was diagnosed with small bowel obstruction and multiple dense adhesions. The patient underwent an exploratory laparotomy with extensive release of adhesions, small bowel resection and an appendectomy.